Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed that the insulation on the jaws appeared to be cracked. The device was not used. Another device was used without incident. The event date is unk. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the silicon coating of the cold jaw boot had cracked on all sides and started peeling off the left side. The jaws showed no signs of clinical usage. There was no evidence of blood present on the device. Based upon the visual observations, the reported complaint "silicon jaw coverings were cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).